Manufacturer narrative:
Product complaint # ==> (B)(4) h6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. * could you please clarify did one suture got broken two times or did this issue occurred in two different sutures? * what is the lot number? * please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. * please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu). Events reported via: 2210968-2023-06354, 2210968-2023-06355

Event description:
It was reported that a patient underwent a cardiovascular procedure on (B)(6) 2023 and suture was used. During the procedure, while tying, the suture broke twice in the halfway position. Further details are not provided from the hp. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/22/2023. Additional information: h6 the lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Additional information was requested, the following was obtained: could you please clarify did one suture got broken two times or did this issue occurred in two different sutures? One suture got broken two times. What is the lot number? Unk. Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections.=>the device has been received at sukagawa and will be shipped. Please check rmao. Please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to (B)(6)). H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. The returned product determined that it was received, six used needles and one needle suture combination that pertained to the product code d7768. This product code is multistrand and requires four strands double armed per packet. Upon visual inspection of the six needles, it was noted a suture piece was still attached to the needles, and the end of the suture pieces was noted to be cut probably caused by a surgical instrument. During the assessment of the needle-suture combination, it was found that the suture was cut in two sections and the ends were noted to be cut probably caused by a surgical instrument. As per the condition of the returned sample, the functional test could not be performed. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related reports: 2210968-2023-06354, 2210968-2023-06355.